Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that it was taking too long to charge. The patient said they used to be able to go from low to 100% in 4 hours. The patient stated now they couldn't get past the 1/2 mark. The patient said they tried charging for 3 periods of 2 hours at a time for 3 consecutive days. The patient stated they watch the coupling and ensures that they always have 8 boxes showing. The patient said they discussed this with their healthcare professional (hcp) a week ago last friday; the patient was directed to their hcp to look at recharge statistics. No symptoms were reported. No further complications were reported/anticipated.